Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The pump was functionally tested and performed within specification. Cylinder 1 had a leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; a hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Conclusion: based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis due to a sizing and inflation issue. The ipp was oversized which caused buckling and the pump was too close to the testicle. When the patient attempting to inflate the ipp, it did not inflate. The patient was in pain near the testicle and shaft of the penis. A patient outcome of fully recovered was reported.